Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of an atrial arrhythmia resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined a second shock was delivered due to myopotential noise and fast arrhythmia. Rhythmcare then discussed further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.